Event description:
During a meniscal repair procedure, the suture knot would not slide on two devices and were cut free. The 't' anchors were left outside the knee capsule but remain within the patient. Used additional devices on the same patient to complete the procedure without reported complications.